Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-04231. It was reported that during a coronary drug eluting stenting treatment procedure, two stents dislodged. The patient was being treated for an acute myocardial infarction and had severe blood tortuosity in the 2.5x30mm target lesion located in an unspecified vessel. Treatment consisted of pre dilation with an unspecified balloon and the attempted placement of a 2.5x32mm taxus liberte stent, but it would not cross the lesion. Upon withdrawal of the device, resistance was met at the y-adaptor and the stent dislodged and became trapped inside of the y-adaptor, which was located outside of the patient's body. The device was then exchanged to a 2.5x20mm taxus liberte but again, it would not cross the lesion. Again upon withdrawal of the device, resistance was met at the y-adaptor and the stent dislodged and became trapped inside of the y-adaptor, which was located outside of the patient's body. The procedure was successfully completed with another unspecified taxus liberte. No patient complications occurred and the patient's condition was listed as "good".